Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced extreme and chronic pain, erosion, infection, additional surgeries, disability, hardening, recurrent incontinence and worsening dyspareunia. Product was used for therapeutic treatment. Additional information from the importer report: associated mdrs: 1018233-2013-00399 and 1018233-2013-00400.

Manufacturer narrative:
(B)(4). Additional information from the importer report: date of this report: (B)(4) 2013. Brand name: pelvicol acellular collagen matrix. (B)(4). (B)(6).